Event description:
It was reported that the patient had no external power alarms that happened while on batteries but if the patient "wiggled" the black power cable at the base of the controller the alarms stopped. Log file analysis observed a no external power while the patient was on batteries where it looked like the patient removed both batteries. A controller exchange was recommended and completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via log file analysis. The heartmate 3 system controller serial number: (B)(4) was returned for analysis, and a log file was downloaded (b6291109) and submitted for review. A review of the log files showed overlapping events spanning approximately 2 days (19jun2022 ¿ 20jun2022, 29jun2022 per timestamp). Events occurring on 29jun2022 were recorded during testing at abbott labs. No external power alarms were active on (B)(6) 2022 from 21:26:07 ¿ 21:26:10 due to a dual power cable disconnect from battery power. The alarms cleared once external power was restored to the system. Pump operation was not affected. There were no other notable alarms active in the log file. The heartmate 3 system controller was functionally tested and passed all testing without any issues or alarms. A root cause for the reported event was unable to be conclusively determined through this investigation; however, the alarms appear to be due to a dual disconnection of the power cables due to user error. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(4) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on (B)(6) 2018. Heartmate iii instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate iii patient handbook under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power alarms. Heartmate iii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.